Event description:
Through journal article titled "breast implant-associated anaplastic large cell lymphoma (bia-alcl) confirmed in capsule: analysis of patient series and practical guidelines for breast surgeons" reports a diagnosis of bia-alcl as patient experiencing increasing breast edema, breast seroma, and implant rupture against unknown side. Patient was diagnosed with alcl in (B)(6) 2019. The article does not specify the histopathological marker cd30+ and alk-. However, the authors used the who criteria, detailed in the article. Therefore, lymphoma-alcl is the appropriate coding term to be used. Patient has been treated with capsulectomy with implant removal and re-excision of pet/CT positive tissues (part of pectoralis major muscle). Device has been explanted. Affected side is unknown.

Manufacturer narrative:
Continued e1 (facility name): (B)(6) hospital. Continued h.6. Health effect- impact code:f2201, f2203, f2303. Date of alcl diagnosis:on (B)(6) 2019. The events of lymphoma-alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl, seroma, rupture. Article citation: pluta p, giza a, kolenda m, et al. Breast implant-associated anaplastic large cell lymphoma (bia-alcl) in poland: analysis of patient series and practical guidelines for breast surgeons. Archives of medical science. 2023;19(5):1243-1251. Doi:10.5114/aoms.2020.100637.